Event description:
The customer reported to olympus during an unspecified therapeutic procedure the endoeye flex 3d deflectable videoscope, 3d images were not displayed and images including 2d images had disappeared. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
E1: (B)(6) hospital. The device was returned to olympus for evaluation and the customer's allegation was not confirmed. During the evaluation, it was determined that breakage or disconnection of the image sensor unit may have caused the image issue. Additionally, the evaluation revealed the following findings: adhesive on bending section cover (a-rubber) had a chip; due to damage on charge-coupled device (ccd) unit, the image has white dots; and scratches were found on multiple components of the device. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the phenomenon was attributed caused by breakage or disconnection of the image sensor unit due to stress of repeated use, external factors or handling, or failure of the parts mounted on the electrical circuit board such as integrated circuit chip and capacitor. The operation manual (operation) describes how to inspect for the subject event in ¿chapter 3 preparation and inspection, section 3.7 inspection of the ancillary equipment, inspection of the endoscopic system¿ as below. Inspection of the endoscopic image. 1. Before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2. Confirm that the touch panel shows the ¿main¿ screen on the video system center (otv-s300). 3. To perform the 3d adjustment, ignite the lamp and adjust the white balance according to the instructions given in the video system center. 4. Tap the ¿option¿ button at the bottom left of the touch panel of the video system center. 5. If the ¿3d adjustment¿ status is ¿incomplete¿, perform the following operations (6 through 11). If the ¿3d adjustment¿ status is ¿completed¿, jump to step 12. Olympus will continue to monitor field performance for this device.